Event description:
This is an international report where a system error 2240 alarm occurred on the homechoice (hc) unit. The home patient (hp) reported that there was air visible in the set. The hp stated that the nurse sets up all of his sets and bags. Through troubleshooting it was discovered that there was an open clamp on an unused supply line. The hp would contact his nurse to reset up his therapy with new bags and set. There was patient involvement but no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) is confirmed because the patient reported having a clamp open on an unused supply line during therapy, which is use error that can cause system error 2240 alarms. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation. The system error 2240 (air in line) is not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown therefore a batch review was not performed. A 510(k) number will not be provided in the emdr, because the product is unknown at this time.